Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm sjm masters series coated aortic valved graft was chosen for a procedure. After the implant, the physician found that the artificial blood vessel was bleeding and the situation could not be improved. The valve was removed and replaced with a new 25mm sjm masters series coated aortic valved graft.

Manufacturer narrative:
An event of bleeding was reported. Evaluation of the returned valve confirmed that it met all visual and functional specifications. The associated graft, however, was received in three separate sections. Two of these sections contained large holes. These damages were likely created during the surgical explant procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported bleeding could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 18 nov 2025, a 25mm sjm masters series coated aortic valved graft was chosen for a procedure. After the implant, the physician found that the artificial blood vessel was bleeding and the situation could not be improved. The valve was removed and replaced with a new 25mm sjm masters series coated aortic valved graft. The patient was reported recovering.